Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5, h.6. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection (late onset), silicone migration.

Event description:
Patient representative reported "....free silicone in a superexternal quadrant on the right..." , "...about the situation...afraid of enduring other sequelae, or even developing cancer. The situation was shaking the patient's life..." And "inflamed / infected seroma content"..

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture, baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma" and "capsular contracture (grade 3 baker)".

Event description:
Healthcare professional reported "seroma" and "capsular contracture (baker grade 3)" against a right side device. Device remains implanted. Patient had two procedures to remove fluid.